Event description:
Information was received indicating that a smiths medical pump was experiencing "no downstream occlusion". Likely meaning that there was no downstream occlusion alarm when there was an occlusion or during testing of the alarm. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was tested three times and all three tests passed within internal specification, however, the downstream sensor will be replaced as a preventive measure.